Manufacturer narrative:
The parts were ordered and the field service engineer (fse) visited the user facility to perform preventative maintenance and to complete the repair on the lid of the aer. Inspected the crack in the lid and it appears the washing case may have cracked the lid because it was directly above the washing case. The fse removed and replaced the cracked lid, ran a cycle to test the aer. The new lid functioned as designed and there were no leaks. The equipment was verified according to OEM instructions. Software attributes have been verified and confirmed. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a request for preventative maintenance the user facility informed the olympus that the lid on the automated endoscope reprocessor machine was cracked. No death, injury or infection was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The event was initially reported because the lid on the automated endoscope reprocessor machine was cracked. There is no patient involvement associated with this type of event. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.